Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 3 of 3. The patient (pt) was connected at the time of the alarm. The technical service representative (tsr) provided assistance to the customer and discussed the use of continuous ambulatory peritoneal dialysis (capd). There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.